Event description:
The account alleged that the mattress on the bed was not inflating properly and deflating causing too much pressure against the left head side rail. The account alleged the left head side rail would not fully latch in the upright position and when the patient leaned on the side rail while in bed the side rail dropped to the down position. The account alleged the side rail not staying latched caused the patient to fall out of the bed. No injury incurred from fall.

Manufacturer narrative:
The technician performed the investigation and the account stated the patient was getting into bed and leaned on the side rail. The side rail was in the up position and the side rail swung down to the stored position and the patient fell to his knees. No patient injury reported. The tech went to inspect the bed and found it was put back in service and no serial number was available. The account stated they felt the issue was a result of the mattress getting caught in the side rail. The mattress was discarded by the account and no further info is available.